Manufacturer narrative:
(B)(4). The device has been investigated in the bbm laboratory in (B)(6). Results: a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing were intact and not damaged. A functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read out and analysed. Because no exact time of occurrence was mentioned (just the date) both therapies on the (B)(6) 2021 were analysed. The space line was inserted at 10:28 am. After a lot of changes to time and vtbi the infusion started at 10:37 am with a rate of 11, 19 ml/h. The rate was changed several times. The set time of 30 minutes expired three times. The infusion was then started again. This time the set time changed to 8 hours and 50 minutes. After starting the infusion seven times an upstream alarm occurred. In the following therapy no errors, malfunctions or anomalies were found. The downstream-sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. All measured values are within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -2,05%. To investigate the inside of the device, the device was completely disassembled. No damages or liquid residues could be found inside the device. Judgment: the complaint could not be confirmed. Bad/wrong input/handling cannot be excluded. Summing up all tests, the infusomat space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6) : "underinfusion" according to customer: "privigen infusion was going. The mother rang the bell because she noticed that the infusion was not proceeding and the device did not alarm. Noticed that the device move the fluid in the tubing back and forth. From the root of the cannula, the blood enters the tubing and goes back. Replaced infusion device and then started without problems. At the end of the infusion, the volume of the infusion set showed the correct value, ie 746ml, but the bottle contains more than 54ml. Checked the amount in the bottle which was 134 so 80ml too much. So infused 80ml too little?"